Manufacturer narrative:
This report is based in-part on device return and analysis. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported his "damaged, fractured and defective" lead was replaced. Additional information provided by the hcp indicated the rv lead was replaced due to poor sensing, unacceptable thresholds and high impedances. The hcp was able to re-use the pace/sense portion of the high voltage lead that had been previously capped. The hcp also indicated the lv lead was programmed off due to dislodgement and unacceptable thresholds. The patient has since provided additional information indicating that after the implant of his system in 2005. He has had multiple ER visits, ongoing damages, and complications. The patient has reportedly experienced fainting, dizziness, a possible aneurysm or pulmonary embolism, light-headedness, seizures, and a toxic feeling. The patient also reported lead fracture , innappropriate stimulations, lead fracture and device malfuctions. The atrial lead is still in use. No further patient complications were reported as a result of this event.